Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the touchpen for the programmer is "out of calibration." The caller wanted to know how to run the software to c alibrate it. Technical services (ts) explained how to calibrate the touchpen. The caller will try to complete the calibration, and call back if this does not work. Ts also suggested a new touchpen should be used if the calibration does not work. The status of the touchpen is unknown. No patient complications have been reported as a result of this event.